Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle, (serial#unknown); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a subtotal gastrectomy procedure, while setting up the device, prior to firing, the jaws would not open at all. There was no tissue involved. The device was managed by unloading despite the closed jaw and was replaced with another reload of the same type, which fired normally. No patient complications have been reported as a result of this event. Medtronic's initial evaluation of the incident found that the staples were protruding from the proximal end of the staple cartridge channel under the reinforcement material.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was pre-fired and engaged in interlock. The jaws of the reload were open and staples were protruding from the proximal end of the staple cartridge channel under the reinforcement material. There was a visible gap between I-beam and the sled while the interlock was engaged. The reinforcement material was properly anchored to the anvil and cartridge. The sutures were intact. Functionally, the reload was loaded into a representative powered handle, clamshell and adapter. The reload communication with the handle was verified and the reload was recognized. The reload was removed. The reload was able to be loaded into a representative instrument. The reload was partially cycled to investigate the gap between the sled and I-beam. The interlock was overridden and the reload was applied to test media. All staples were placed and test media was cleanly transected. The reinforcement material was properly placed and sutures were properly cut. The reload interlock was tested and found to function properly. It was reported that the jaws would not open at all. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. It clearly states instructions for proper use of stapler. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.